Event description:
There was an allegation of a questionable calcium gen.2 assay result for one patient sample tested on a cobas integra 400 plus. On (B)(6) 2026: the initial result was 15.19 mg/dl. The repeat result was 16.61 mg/dl. On (B)(6) 2026: a new sample was obtained, and the result was 9.46 mg/dl. The original sample was repeated, and the result was 9.23 mg/dl.

Manufacturer narrative:
The reagent lot number is 88237901 with an expiration date of 31-dec-2026. Qc and calibration were acceptable; therefore, a general reagent problem was excluded. The field service engineer (fse) performed multiple actions, including but not limited to adjusting the rotor initial position, cleaning the probe rinse station tubes, replacing the cleaner syringes, and cleaning the internal water tank and bleach disinfection of the external container. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.